Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a mid-urethral sling procedure on (B)(6) 2011. According to the complainant, the patient returned for a follow up visit on (B)(6) 2011 with no complaints or problems noted. The patient returned on (B)(6) 2011 and presented with continued incontinence. It was reported that the physician felt the sling had slipped. It is unknown how the sling slipped. The patient also experienced some discomfort and some small exposure of the sling. The patient was scheduled to see a urologist on (B)(6) 2012. All other information is unknown. Attempts to obtain additional information have been unsuccessful.